Event description:
It was learned through implant patient registry that a 27mm 3300tfx aortic valve in aortic position was explanted and replaced with a 29mm 11060a konect conduit valve after an implant duration of three (3) years, one (1) month due to unknown reason. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: corrective data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted. All pertinent information available to edwards lifesciences has been submitted.

Event description:
It was learned through implant patient registry and medical records that a 27mm 3300tfx aortic valve in aortic position was explanted and replaced with a 29mm 11060a aortic valved conduit after an implant duration of three (3) years, one (1) month due to enlarging aortic root aneurysm. The patient was transported to intensive care in stable condition at the end of the procedure. Per medical records, the indication for surgery was an enlarging aortic root aneurysm, the patient underwent laa ligation with clip, explant of the 27mm 3300tfx aortic valve, avr, aortic root and ascending aortic replacement with a 29mm 11060a aortic valved conduit with coronary artery reimplantation (bio-bentall procedure). Post procedure the patient was transferred to ICU in stable condition.